Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol). The patient noted they underwent a magnetic resonance imaging (MRI) procedure, but was unsure of the date. A boston scientific technical services (ts) consultant suggested that the local sales representative perform a manual capacitor reformation. The charge time remained extended and at eol. The device was explanted, successfully replaced, and returned to boston scientific for analysis.